Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited high out-of-range shock impedance measurements in the 120-125 ohm range. Ts discussed trends and recommendations, and the clinician was referred to the other manufacturer for further troubleshooting of the patient's device. This lead remains in service at this time. No adverse patient effects were reported.